Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the fluid path found that the soft cannula was bent. The device generated an 0x1c alarm after operating for 80 hours. It cannot be determine when this damage occurred or if it contributed to the reported event. No other evidence was found that would result in skin irritation occurring at the infusion site; a root cause for the reported event could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 250 mg/dl, while wearing the pod on the arm between 36 and 48 hours. Irritation, inflammation and drainage was noticed after removal. A new pod was applied to treat the hyperglycemia.